Event description:
Patient presented to the physician with redness, swelling, and drainage at the chest incision site. Physician noted a superficial infection upon observation and prescribed antibiotics.

Event description:
Patient presented back to the physician with an interval improvement of the superficial chest incision site infection. Antibiotics were extended, and the physician will re-evaluate.

Event description:
Patient presented back to the physician with ongoing infection at the neck incision site and the sensing lead migrating superficially. Physician brought the patient into the or and removed the inspire components. Physician prescribed antibiotics after the procedure was completed.